Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Over filled: per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Air removal: the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use existing cartridge for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.